Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). The arjohuntleigh technician was called to examine the hygiene chair. There was however no visible damage or cracks. As a remedy action the change of chair was performed. Additional effort to return the product to manufacturer and perform device evaluation will be made to determine the root of the problem. Additional information will be provided upon the investigation completion. - attachment: [cover letter - late submission.pdf]

Event description:
Customer claimed that the seat of the hygiene chair calypso is not stable. When the stuff manipulated the device with the patient, the seat was moving and getting out. According to the facility staff it is dangerous and difficult to operate the device. There was no patient or caregiver injury reported.

Manufacturer narrative:
(B)(4). Calypso seat consists of 4 elements. There is metal frame, which supports two parts of the plastic seat. Between these parts additional seat insert is put, which stabilizes whole construction, on which the patient sits. The chair can be used without this insert only for toileting. When reviewing similar reportable events, we have found a low number of cases with similar fault description (seat part detached during use), which were found to be contributed by the user error. No other reportable complaint was found where the metal frame of the chair was defective. The number of claims registered in our complaint handling database for calypso is considered to be low, when comparing to the number of sold devices ((B)(4)). The device was examined by arjohuntleigh representative, who assessed that the metal construction is faulty, what could cause seat part to detach. Due to uncertainty regarding which part of the seat is defective, whole seat was requested for return to manufacturer for examination. It was found that the angle of the part of the metal frame was not conforming to specification, what caused the front plastic part of the seat to be unstable. We consider occurrence of this type of failure to be caused by non-conform part received from the supplier. For risk assessment in this particular situation, use simulation test was performed on the seat returned from the customer. Two possible scenarios were tested: with and without seat insert, which stabilizes two other plastic parts of the seat. In both cases it was impossible to detach wobbly part during use, even during movement of the person seating on the char. Basing on this test results, and on the complaint history, it can be concluded that loose seat in reported case is very unlikely to cause or contribute to resident's fall or any adverse event. This complaint was reported in abundance of caution, due to the customer indication of the risk for the user. Please note that although the device was used for the patient handling, no actual incident or adverse event was reported. The device was out of the manufacturer's specification.